Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor feeding the ilet experienced a brief loss of signal to the ilet, after which glucose readings resumed without intervention, and troubleshooting and education were completed with an offer to contact the cgm manufacturer declined. No adverse clinical symptoms reported. Outcomes included no impact on health status and no need for medical care. User support included customer service review and user-guided troubleshooting. Investigation of this case revealed a transient connectivity interruption between the cgm and the ilet that self-resolved, with no device damage observed and no further malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary signal interference or communication disruption.